Event description:
It was reported by a physician that the patient informed him that "her vns is not functioning". The physician did not know any further details as he did not know anything about the vns. The patient was now looking for physicians to check her device. Additional information indicated that the patient had been scheduled for an explant. The reason for the explant was not known. Attempts for further information have been unsuccessful to date.